Event description:
It was reported that a patient underwent a posterolateral fusion using rhbmp-2/acs and subsequently developed a seroma of unknown etiology.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.